Manufacturer narrative:
(B)(4). Customer stated that the product will not be returned.

Event description:
Customer reported channel a shut off during an infusion. The system consisted of a pcu and four pump modules. Instead of pushing the IV pole during transport, the user pushed the pump module (channel a) when it shut off. Stated a medication to maintain blood pressure was infusing at the time the infusion stopped. The infusion was restarted without incident. The customer reported clinical engineering evaluated the device, replicated the channel shut down and "corrected the issue by replacing the iui connectors and the module latch." No product return expected. There was no patient harm reported and no medical intervention was required. Customer did not provide any additional event or patient information.